Event description:
It was reported that the customer passed away. Although requested, no additional information was available. The pump was not uploaded to t:connect since the event date; therefore tandem is unable to perform a review of pump data.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.